Event description:
The dexcom g7 system is dangerous. It reads way off and will not calibrate correctly. It gives false highs so one will take insulin and then blood sugar crashes down to dangerous lows. It also does false lows which keep you up all night and concern your dexcom followers. I don't understand why nothing has been done about this. There are a lot of people with failing g7 issues.